Event description:
A surgeon reported an unexpected postoperative refraction of -0.87 following intraocular lens implant surgery. He stated the target outcome was plano.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports in the lot. This report was mailed into the FDA on: 11/30/2007. Additional information was requested on 11/06/2007 by fax and by mail. A completed questionnaire was returned on 11/08/2007.